Manufacturer narrative:
Initial reporter: email address unknown / not provided. Additional PMA/510(k) numbers: k011028 / k013227.

Event description:
It was reported by the dr. That the implant body could not be removed from the surgical cover screw, another implant was placed.

Manufacturer narrative:
Device available for evaluation change ¿no¿ to ¿yes¿. Date received by manufacturer. Outcomes attributed to adverse event. Type of reportable event - change from malfunction to serious injury.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection attached to a mating cover screw. Visual inspection revealed wear about the threads and collar. The cover screw shows slash marks across the surface. When the internal drive feature was inspected, it was revealed that significant debris was caught in the drive feature. This debris could be seen on the removed cover screw. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16 information identified: step 7 ¿ prepare the implant for healing locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. Complaint indicates the implant cover screw could not be removed during a procedure. Functional testing revealed that the cover screw required an excessive amount of force to be removed. The complaint is confirmed. A root cause for the event could not be determined.